Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump cancelled a bolus. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-jun-2018 with the following findings: the black box and pump history for the event date was overwritten. Investigation was unable to confirm the complaint of cancelled boluses on the event date. No meter was returned with the pump. However, the pump paired successfully with the test meter. Boluses were executed using the test meter with no errors occurring. No hypersensitive keys were observed on the keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.